Event description:
Solution from the secondary IV line backflowed into the primary IV line. The pump was returned to the biomedical dept with an unsigned note that stated, "secondary intibiotic ran into the main bag." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use.